Manufacturer narrative:
It was reported that on 10-mar-2020, during a surgery, it was not possible to insert the bolt driver through the drill adaptor s/n mpl174045-s19020. Despite irrigating and placing the drill adaptor in cold water, it was found that there was still resistance or what seemed to be metal debris in the adaptor that prevented the driver from passing through the adaptor easily. On (B)(6) 2020, a field service engineer was able to clean the drill adaptor and remove the metal debris. The drill adaptor is now fully functional and the biomedical engineer of the hospital inspected the product and agreed to keep using the drill adaptor. The metal debris inside the adaptor were most probably caused by the friction between the drill adaptor and the drill bit during drilling operations. Corrected data: - b4 date of this report. - g4 date received by manufacturer. - h2 if follow-up, what type. - h3 device evaluated by manufacturer. - h6 event problem and evaluation codes.

Event description:
As per the workflow for the first 10 trajectories, the surgeon sent the rosa robot to the 11th trajectory and utilized the 2.45 drill adaptor. He proceeded to drill through the adaptor with the drill bit into the patient¿s skull, in order to place the pmt bolt. The surgeon then attempted to insert the pmt driver into the 2.45 drill adaptor to place the bolt, but was unable to pass the bolt driver successfully through the adaptor. Despite irrigating and placing the drill adaptor in cold water, it was found that there was still resistance or what seemed to be metal debris in the adaptor that prevented the driver from passing through the adaptor easily. This 2.45 drill adaptor was then replaced with the second 2.45 drill adaptor in the tray. The case resumed as normal and was able to finish successfully.

Event description:
As per the workflow for the first 10 trajectories, the surgeon sent the rosa robot to the 11th trajectory and utilized the 2.45 drill adaptor. He proceeded to drill through the adaptor with the drill bit into the patient¿s skull, in order to place the pmt bolt. The surgeon then attempted to insert the pmt driver into the 2.45 drill adaptor to place the bolt, but was unable to pass the bolt driver successfully through the adaptor. Despite irrigating and placing the drill adaptor in cold water, it was found that there was still resistance or what seemed to be metal debris in the adaptor that prevented the driver from passing through the adaptor easily. This 2.45 drill adaptor was then replaced with the second 2.45 drill adaptor in the tray. The case resumed as normal and was able to finish successfully.

Manufacturer narrative:
On 18-jun-2020, the field service engineer that reported the event stated that the device will not be returned as it was assessed as conform after the event. Corrected data: - b4 date of this report; - g4 date received by manufacturer; - h2 if follow-up, what type; - h3 device evaluated by manufacturer.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
As per the workflow for the first 10 trajectories, the surgeon sent the rosa robot to the 11th trajectory and utilized the 2.45 drill adaptor. He proceeded to drill through the adaptor with the drill bit into the patient¿s skull, in order to place the pmt bolt. The surgeon then attempted to insert the pmt driver into the 2.45 drill adaptor to place the bolt, but was unable to pass the bolt driver successfully through the adaptor. Despite irrigating and placing the drill adaptor in cold water, it was found that there was still resistance or what seemed to be metal debris in the adaptor that prevented the driver from passing through the adaptor easily. This 2.45 drill adaptor was then replaced with the second 2.45 drill adaptor in the tray. The case resumed as normal and was able to finish successfully.